Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed: there was no image due to damage to the charge coupled device. During visual examination, the following additional issues were found: the bending section cover adhesive was scratched and chipped; the video connector was deformed; the light cover glass was deformed; the universal cord was dented; and the connection between the insertion tube and control unit was not secure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope would relay no image during the procedure. The customer reported this issue had occurred in the previous week: see related report with patient identifier c23417654 for the first event. No adverse effects to patient reported.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event occurred due to a defective image sensor unit, such as a disconnection or break in the mounted parts on the electrical circuit board (integrated circuit chips and/or capacitors). It is likely that the image sensor unit became damaged due to stress from repeated use, external factors or handling of the device. However, a definitive root cause could not be determined. Instructions, operation manual describes how to inspect for the subject event as below: chapter 3 ¿preparation and inspection¿ . Section 3.8 ¿inspection of the endoscopic system¿ inspection of the endoscopic image. "Confirm that the wli and nbi endoscopic images are normal.. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.